Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the tines/lobes of the lead became extrinsically distorted. Visual analysis of the lead indicated damage at implant. The analysis noted that the lead was returned damaged with the tine distorted. The distortion of the tine might cause at the implant procedure, and it is possible related to the complaints. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The physician was concerned the lead may have been dislodged or damaged during an inferior vena cava filter removal procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed, and no anomalies were found. The tines/lobes of the lead became extrinsically distorted. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.